Event description:
The pt has two leads from the same lot. It was reported the pt experiencing inadequate stimulation, along with vertigo, and vomiting. In turn, the pt's x-rays revealed that one of the leads migrated. The pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.